Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure for treatment of a colorectal stricture due to malignant neoplasm, performed on (B) (6) 2008. According to the complainant, 112 days post stent placement, the stent migrated. An additional wallflex colonic stent was placed, and the patient was reported to have recovered.

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.